Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the battery compartment was cracked from the threads to the case seal. There was no evidence of moisture of contamination inside the battery compartment. A test cap secured to the pump and the pump was able to be exercised for 24 hours without power events. The pump was opened and no evidence of moisture was found inside the pump. (B)(6).